Event description:
It was reported that the lead was tested in the operative field during the implant procedure and the helix would not screw or unscrew. The lead was not attempted to be implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.